Manufacturer narrative:
The device was returned for evaluation. The reported issue was confirmed. The distal ligature slipped causing the balloon to move down over the spring tip allowing fluid to leak instead of inflating the balloon. The lot history record for the device was reviewed. Five were rejected during the rubber tip application process; however, visual inspection is performed for all devices and the remaining devices for this lot passed inspection.

Event description:
It was reported at the time of performing a maneuver in the procedure, the guide tip tends to detach in the area where the balloon is located. There were no patient injury reported.